Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry and residue on the lens. Visual inspection found the lens optic deformed, haptic deformed and torn and there was residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2 mm, vicmo13.2, -6.0 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault . This exchange resolved the problem.